Event description:
Patient was implanted with matrix construct for fusion at t2-s1 on (B)(6) 2012. It was reported the patient expired on (B)(6) 2012. The cause of death is currently unknown and is under investigation at the time of this report.   This is 17 of 18 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Screws, locking caps, pedicle hooks, lamina hooks, hex-end rods, s-rods, connectors. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.